Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) exhibited twitching. The patient was evaluated in the clinic and an interrogation was performed. Upon interrogation, the device was found to be in safety mode. Additionally, it was noted the device triggered a battery depletion alert. Disk analysis was performed and it appears the alert was triggered by a magnet/beeper in which the patient was carrying a computer in a backpack. However, the battery voltage started to recover as expected after removal of the magnet. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) exhibited twitching. The patient was evaluated in the clinic and an interrogation was performed. Upon interrogation, the device was found to be in safety mode. Additionally, it was noted the device triggered a battery depletion alert. Disk analysis was performed and it appears the alert was triggered by a magnet/beeper in which the patient was carrying a computer in a backpack. However, the battery voltage started to recover as expected after removal of the magnet. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and returned for device analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted minor scratches on the case. The pulse generator case was removed and an internal visual inspection noted no irregularities. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. A battery analysis was performed and found no irregularities. The device is in safety core with scrambled memory. However, passed all manual testing. The cause of the failure could not be determined as the device operated normally when firmware was loaded into memory.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) exhibited twitching. The patient was evaluated in the clinic and an interrogation was performed. Upon interrogation, the device was found to be in safety mode. Additionally, it was noted the device triggered a battery depletion alert. Disk analysis was performed and it appears the alert was triggered by a magnet/beeper in which the patient was carrying a computer in a backpack. However, the battery voltage started to recover as expected after removal of the magnet. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and returned for device analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory noted the device undergone resets which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) exhibited twitching. The patient was evaluated in the clinic and an interrogation was performed. Upon interrogation, the device was found to be in safety mode. Additionally, it was noted the device triggered a battery depletion alert. Disk analysis was performed and it appears the alert was triggered by a magnet/beeper in which the patient was carrying a computer in a backpack. However, the battery voltage started to recover as expected after removal of the magnet. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and returned for device analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemtry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) exhibited twitching. The patient was evaluated in the clinic and an interrogation was performed. Upon interrogation, the device was found to be in safety mode. Additionally, it was noted the device triggered a battery depletion alert. Disk analysis was performed and it appears the alert was triggered by a magnet/beeper in which the patient was carrying a computer in a backpack. However, the battery voltage started to recover as expected after removal of the magnet. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and returned for device analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.